Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, the device displayed a "unit failed" message. Complainant did not indicate that there was any pt adverse effect to the pt due to the reported malfunction.